Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) became stuck in the cartridge. There was patient contact, but no patient injury. The lens was intraoperatively implanted, removed, and replaced for a replacement lens and the problem was resolved. Cause of the event was reported as the device.

Manufacturer narrative:
Per current guidelines, the initial MDR is not applicable as this is not a reportable event. Claim# (B)(4).